Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date: 02/04/2016-02/05/2016 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow into a syringe when using a clearlink continu-flo solution set. One site of the solution set was hooked up to an IV saline bag and another site was used to infuse pain medication via a syringe. After a partial injection of the syringe contents, blood, pain drugs and IV fluids flowed back into the syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.